Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 19cm solero applicator. The applicator had been placed under ultrasound for an ablation of the liver. One ablation was performed for 4 minutes at 140 watts. The ablation was completed and the applicator was withdrawn, at which time it was noted the tip of the applicator appeared to be melted. No error messages had displayed during the ablation. A second applicator was opened, set up per protocol, and another ablation was performed for 4 minutes at 140 watts. The procedure was completed with no further issues. An ultrasound was performed to scan the liver for any remnants of the first probe, but nothing was found. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.